Event description:
In 2004, the hosp staff noticed a bright line in the right ventricular assist device (rvad) of a bi-ventricular assist device (bivad) pt who has been on support for about 10 mos. Customer reported with a light shining through the pvad (as when conducting a flash test), the bright line is easily visible when the pump is in the empty condition. Customer also reported that the position of the line moves as the pump pulses. Subsequent communication with the customer revealed that the line was determined to be a clot and the physician elected to replace the pump. After the vad had been replaced the hosp staff noticed that the valve housing nuts were loose. A series of photographs showing the reported bright line were forwarded to the mfg. A return authorization number has been issued for the explanted pump.